Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was exposed to fluid. Customer stated there was fluid under the liquid crystal display and insulin pump shows low battery and goes blank. Customer's blood glucose was 72mg/dl. No further information provided.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No blank display was noted. No high operating current anomaly, low battery alarm or off no power alarm could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, and a cracked reservoir tube lip. Moisture damage was found on the electronic and motor assembly.